Manufacturer narrative:
Conclusion: hvad pump hw24975 was not returned for evaluation. Review of the manufacturing documentation of hw24975 confirmed that the associated device met all requirements for release. The reported "low flow" event could not be confirmed via log file analysis since review of log files revealed normal power consumption and no alarms logged for the past 14 days upto (B)(6) 2017. Of note, the medical team did not believe that the pump led to the thrombus. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had an acute ischemic stroke with left 1ml occlusion most likely cardio-embolic without elevated lactate dehydrogenase (lhd) suggesting a device thrombosis. Thrombectomy was performed (B)(6) 2017 and oral medications were changed.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient was driving home when he was unable to move is right foot to brake and so instead veered off to the side of the road, hit a guard rail, and ended up in a parking lot.  When medics arrived at the scene, the patient was exhibiting stroke-like symptoms but was otherwise stable.  Upon arrival to the emergency department (ed), his mean arterial pressures (maps) were 130-150 mmhg and his flows were 2.5 liters per minute (down slightly from his baseline of 3.5 lpm).  He had notable right-sided weakness, right facial droop, and slurring of words.  His international normalized ratio (inr) was 2.1 on admission and has been therapeutic for past 8 weeks.  The patient's baseline maps are 85-90 and for the past few months he has had an ejection fraction (ef) of 55% which the medical team related partly to the higher maps while being on maximum medical therapy. Head computed tomography (CT) scan showed an embolus in the left main artery (lma).  Neurology was consulted.  The patient was taken to the catheterization lab in which a successful thrombectomy was performed.  Approximately 3.5 hours post-car accident, the patient's neurological symptoms had completely resolved. No thrombolytics were administered.  Warfarin and aspirin were held for two days to minimize the risk of hemorrhagic conversion. The patient's vad speed was decreased that evening from 2500 to 2400 rpm along with medication titration to assist with better blood pressure (bp) control.  Controller log files were sent which verified a period of decreased flows and increased pulsatility during the stroke event. The patient was discharged home on (B)(6) 2017. Of note, the patient does not have a history of strokes. The patient's blood pressure was on the higher end. The medical team feels the higher blood pressure is likely related to left ventricular recovery. They also do not believe anything from the hvad potentiated the thrombus. There was no hemolysis and left ventricle was clean. No further information was provided.